Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "a lot of pain". Additionally, patient reported rupture. Patient also reported "shortness of breath, autoimmune problems, asthma, heart palpitations, chest pain, random rashes, and gets fatigued really easy"; these events are not device related. Device has been explanted.